Manufacturer narrative:
(B)(4) g2: foreign - event occurred in norway. G2: journal article - olsen, o., omrani, s., amundsen, a., haugstvedt, j. R., samuelsson, k., & östman, b. (2025). The rate of major complications following distal radial fractures treated with one specific volar locking plate: a retrospective study of 1,597 consecutive cases in 1,564 patients. The journal of hand surgery. Https://doi.org/10.1016/j.jhsa.2025.01.022. The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A journal article was retrieved from american society for surgery of the hand (2025) that reported a retrospective cohort study from norway. The purpose of the study was to find the incidence of complications leading to reoperation in a sample of distal radius fractures treated with one specific volar locking plate (vlp). The study reviewed 1,597 distal radius fractures in 1,564 patients operated with a vlp from january 2011 to december 2017. Fixation was accomplished using a modified henry¿s volar approach with a ¿distal fixation first¿ technique under fluoroscopy guidance. The zimmer biomet distal volar radius plate (dvr) was implanted in all cases. Postop, patients were casted 2-6 weeks as needed based on injury. The study population had a mean age of 62 years at time of surgery (range 18-94 years) with 330 males and 1,267 females. Postoperative electronic medical records and radiology reports were reviewed for a minimum of 5 years after surgery. The study reported that 2 patients required tenolysis of the extensor tendons.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. Product has not been evaluated as it has been determined the event is not related to device. Reported event is not related to device therefore, a compatibility review is not applicable. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. Attempts have been made to gather all product identification information and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.